Event description:
A healthcare professional reported that during a cataract surgery an ophthalmic system exhibited phaco power was ineffective and completely lost during the removal of the final quadrant. The system was changed post which the issue had still persisted. After the second replacement of both the phaco machine and probe, normal phaco power was restored. The surgery was then completed successfully, without complications. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, e.1, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The ultrasound module was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.